Event description:
It was reported to philips that the heartstart mrx defibrillator could not run a 12 lead and showed no ECG readings. There was no negative patient impact.

Manufacturer narrative:
(B)(4)